Event description:
Before a coronary drug eluting stenting treatment procedure the inner packaging was open. The nurse was preparing a 3.00 x 12 mm taxus express2 drug eluting stent when it was seen that the inner package of the stent was partially opened. The physician decided not to use the stent due to sterility issues. The procedure was successfully completed with another of the same stent. No patient complications were reported. The pt status is reported as "satisfactory/good".